Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the tip was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that the inner sheath ceramic tip was damaged. The issue was found during preparation for use for a therapeutic procedure; transurethral resection of the prostate (turp) . The treatment was delayed by five minutes. There were no reports of patient harm.

Manufacturer narrative:
Updated: h6, h11. Corrected: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ceramic tip damage could not be determined, as the device was not returned to olympus for evaluation, however, based on review of the third-party inspection results, the damage was likely thermally mechanically induced, and the result of stress due wear and tear and or user handling/mishandling. The issue may be detected/prevented by following the instructions for use which state: warning - infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing - inspecting the product visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning - risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.